Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor under infused. After the expected infusion time of 48 hours approximately half the drug solution remained in the bladder. The device was filled with 60ml of fluorouracil with a total fill volume of 115ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B5: the expected infusion time was 46 hours, previously reported as 48 hours. H4: the lot was manufactured between may 3, 2023 and may 5, 2023. H11: the actual device was received for evaluation with 114ml of fluid in the bladder. A visual inspection showed no evidence of fluid flowing out at the distal end of the flow restrictor. Microscopic inspection revealed the cause of flow problem was due to a series of micro-air bubbles blocking the fluid path inside the lumen of the capillary glass. The capillary glass is located inside the flow restrictor housing. Functional testing could not be performed due to the air bubbles blocking flow. The reported condition was verified. The cause of the condition was due to user error; attributed to improper filling technique during product use (filling step). The product label (IFU, instructions for use) details the proper filling technique to avoid this type of occurrence. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.